Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped due to rv impedance trending up, most recent rv impedance 1510 ohms. Patient dependent so physician elected to put in new rv lead.